Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that upon interrogation the pacemaker was at elective replacement indicator (eri). It was noted that the device had only been implanted for approximately one and a half years. The patient was lost to follow up. Boston scientific technical services (ts) recommended replacement. Subsequently a revision procedure was performed where the pacemaker was explanted for alleged premature battery depletion. A new device was successfully implanted and no additional adverse patient effects were reported.